Event description:
Patient was injected with radiesse dermal filler; she then developed hardness, swelling, discolouration and redness at the injection site. An infection was suspected.

Manufacturer narrative:
The patient was prescribed erythromycin for seven days.